Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level became elevated and customer felt sick. Prior to the occlusion alarm, the customer received an incomplete bolus alert. The customer reverted to alternate diabetes therapy and blood glucose level normalized.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.